Event description:
Boston scientific received information that during a routine clinic follow-up visit conducted by the physician, this patient previously experienced syncope due to inhibition of pacing. An associated device report indicated a diverted therapy episode, with noise on the right ventricular (rv) channel, and asystole (i.e. Flat line) on the shock channel. Values for the pacing and shock impedance measurements were within normal range. Noise was not reproducible when appropriately tested. Five days later the chronic 0149 lead was surgically abandoned and replaced with a 0293 lead. Additionally, the patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted as it was nearing end of life and replaced with a non-boston scientific model device. The device was discarded at the hospital and will not be returned. No additional adverse effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.